Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2015-00006. During a ventricular tachycardia ablation procedure, complete av block occurred. A therapy cool flex ablation catheter was placed in the left ventricle via a retrograde approach. A non-sjm decapolar catheter was placed in the coronary sinus and a supreme ep catheter was placed in the right ventricle. Ablation was performed in the left ventricle; approximately 30 minutes after the last ablation was performed, complete av block was noted. A pacemaker was then successfully implanted. How or when the block occurred remains unknown. The patient's rhythm has since improved to a first degree av block. There were no performance issues with any sjm device.